Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 6 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced eight infusion sets fell off events while doing swimming between date 10-june-2024 to 21-june-2024. The infusion sets were in use for approx. 1hour and 10 minutes. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.